Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed that the edge of the bag was not completely sealed. Functional testing was performed by filling the bag with water, and a leak was observed from the top left weld of the bag at two locations. The reported condition was verified for the sample. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. The remaining five (5) samples were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 250ml exactamix eva tpn bags leaked. This event occurred after the bags had been filled with an unspecified solution. The reported stated the bags were not completely sealed at the edge. There was no patient involvement. No additional information is available.